Manufacturer narrative:
Surface defect on component. Follow up report done due to finalization our of our investigation.

Event description:
Surface defect on component. Follow up report done due to finalization our of our investigation.

Event description:
Surface defect on component.